Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur, allowing the customer to continue using the pump.